Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the screw head broke off of the body of the screw during insertion of the screw the broken head was removed along with the shaft of the screw but the distal most threads of the screw remain broken off in the pt. Extra time was taken to attempt to remove the entire screw which was unsuccessful. No others screws were used. Add'l info has been requested.